Manufacturer narrative:
A correlation between the device and the reported event could not conclusively be determined through this evaluation. Examination of the returned product did not reveal a device related issue. The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing and the distal end percutaneous lead (driveline) portion was not returned. Visual inspection of the pump blood-contacting surfaces, as well as the sealed inflow conduit and outlet elbow, revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor found contact marks along the distal section of the pump rotor and the outlet bearing cup. The marks appeared consistent with a deposition having been present in the pump outlet stator during pump operation. However, no deposition was observed in the outlet stator during disassembly. The evaluation could not conclusively determine the cause of the contact marks and a correlation to the reported event could not be determined. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. This document addresses recommended anticoagulation therapy as well as explains that right heart failure can occur following implantation of the vad, and when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvad due to a reduced filling of the pump. The hmii instructions for use lists right heart failure, hemolysis, stroke, device thrombosis, peripheral thromboembolic event and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 4 days. (B)(4). The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, the patient was taken back to the or for evacuation of a large chest hematoma, and heparin was subsequently held. The chest tube output remained high and the patient was given several units of packed red blood cells, fresh frozen plasma, and platelets. On (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) level increased to 700 u/l, then greater than 1000 u/l. The patient¿s baseline was 400''s u/l. Heparin and integrilin were started, and the inr was 1.3. On (B)(6) 2017, the submitted log file was reviewed by the manufacturer¿s technical services representative and the data showed a type of trajectory that has been linked to the possible presence of thrombus. On (B)(6) 2017, approximately 1 hour after ambulating and appearing normal, the patient developed right sided weakness and aphasia. The head CT scan revealed a large thrombus. An emergent thrombectomy was performed. On (B)(6) 2017, the patient¿s pump and inflow conduit were exchanged. The original outflow graft remains implanted. An extracorporeal mechanical circulatory assist device was also placed for a struggling right heart. No additional information was provided.